Manufacturer narrative:
This report is submitted on dec 6, 2021.

Event description:
Per the clinic, the patient experienced poor magnet retention. The device was explanted on (B)(6) 2021 under a general anaesthetic as the device had not osseointegrated in the bone. The patient was reimplanted with a new device during the same surgery.